Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. Approximately 10 months post index procedure, the patient was rehospitalized due to shortness of breath and chest pain. Mi was confirmed. It is unknown whether the reported mi was related to the target vessel. The patient died later the same day. Cause of death mi. The investigator indicated that the reported events were possibly related to the study device.

Manufacturer narrative:
Ca++ antagonist, lipid lowering drugs, clopidogrel. (B)(4). Results: inherent risk of procedure (myocardial infarction/death).